Manufacturer narrative:
Based on the claim against the product by the customer noting broken hook, an investigation is in progress. Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but the evaluation has not yet been completed. A follow-up MDR will be submitted following completion of the failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument tip broke after colliding with the tenaculum forceps instrument. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument hook was broken off during removal but no fragment fell inside of the patient. Arcing was not observed from either the pch or tenaculum forceps instruments when collision occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to the issue. No intra-operative or post-operative complications occurred. The site did not allege any malfunction on the tenaculum forceps instrument and would not return it.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. No material was found to be missing. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding broken tip was confirmed by failure analysis.